Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The alarm log could not be reviewed due to the device inoperable for f66 alarm. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection and functional testing were performed. During testing an f66 (supply voltage of cpu circuitry is too high) alarm was identified during power on self-test. The cause of the condition was determined to be a damaged sensor board. The flogard was swapped. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had difficulty programing the therapy. This occurred before patient use. There was no patient involvement. No additional information is available.